Event description:
It was reported that the user attempted to scan a continuous glucose sensor with the ilet mobile app and was guided to perform the scan, after which it was determined the user had an incompatible freestyle libre 3 sensor instead of the required freestyle libre 3 plus sensor, and the user was advised to contact the prescriber to obtain the correct sensor. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and completion of troubleshooting and education. Investigation included remote troubleshooting and user guidance. Investigation of this case revealed use of an incompatible sensor model with the ilet system, consistent with device use error and compatibility mismatch. It was concluded, based on previously established findings for similar reports, that the cause was user device selection error and product incompatibility.